Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer's blood glucose was 130 mg/dl. The customer stated that he tried to give himself a bolus, and he noted that the up arrow button was still moving after he pressed it. He removed and reinserted the battery and received a battery out limit alarm. He stated that he tried to move the date and time, and it would take forever to get the insulin pump to stop. He stated that he was unable to scroll through the menu. He also reported that the esc button did not work either and was unable to program the bolus. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces. No numbers ramping or scrolling bar anomaly noted during testing. All operating currents are within specifications, no alarms were noted. The device had minor scratches on the display window, cracked display window at the lower left corner, cracked case at the display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.